Event description:
On (B)(6) 2025, the patient reported that the ilet fell from her lap onto concrete, causing the screen to crack and preventing the device from being unlocked. Blood glucose (bg) was not affected. A replacement ilet was arranged for overnight shipment.